Manufacturer narrative:
No system or sample eval was performed, accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that a previous erroneous methadone result was generated one to two months ago by the synchron lx20 clinical system. The result was reported as "positive". The results were reported out of the laboratory. No further info was provided for this event. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.